Event description:
At about 8 months after the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all medacta hardware and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15 april 2025. Lot 2402711: (B)(4) items manufactured and released on 13-june-2024. Expiration date: 2029-05-22. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Additional implants revised. Batch review performed on 15 april 2025 on reverse shoulder system 04.01.0121 humeral reverse hc liner ø36/+6mm (k170452) lot. 2312095. Lot 2312095: (B)(4) items manufactured and released on 05-sep-2023. Expiration date: 2028-08-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Batch review performed on 15 april 2025 on reverse shoulder system 04.01.0207 lat. Glenosphere 36xø24.5 (k193175) lot. 2344621. Lot 2344621: (B)(4) items manufactured and released on 04-march-2024. Expiration date: 2029-02-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Batch review performed on 15 april 2025 on reverse shoulder system 04.01.0400 grs baseplate, ø24.5x20, full wedge 10 (k231911) lot. 2307084. Lot 2307084: (B)(4) items manufactured and released on 11-march-2024. Expiration date: 2029-02-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.